Event description:
Philips received a complaint by the field service engineer (fse) on the v60 indicating while servicing the device it was observed that the display was dim and non-functional. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and observed the reported problem. It was determined that the user interface (ui) assembly needs to be replaced. The fse replaced the ui assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.